Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the product IFU the amplatzer vascular plug and amplatzer vascular plug ii are indicated for arterial and venous embolizations in the peripheral vasculature.

Event description:
In (B)(6) 2017, an amplatzer vascular plug 2 (avpii, details unknown) was deployed in the coronary fistula (off-label use). Postoperatively, the patient had a fever of 40 degrees celsius and a blood culture was reported to be positive. A cerebral hemorrhage was observed and was suspected to be associated with a microbacterial embolism. Per report, concerns were expressed that the event was caused by infective endocarditis due to the avpii. No additional information was available and the avpii remains implanted.